Event description:
Customer reported that diagnostic imaging has been experiencing difficulty in getting their infuser to deliver contrast through the connector. They report that back pressures can reach the max setting of 300psi, causing the injector to stop. Then when disconnecting the line, they have experienced contrast medium spray back. There was no patient harm reported. No further patient/event information was provided.

Manufacturer narrative:
Manufacturer's report date: april 25, 2014. Internal file no: (B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.